Event description:
Leakage from device control body and low angulation in up/down (u/d) knob was reported. The issue found during reprocessing. There was no patient involvement. No harm reported, no user injury reported due to the event.device evaluation found the inside of the light guide (lg) lens were dirty, foreign object found inside lens . Adhesive around the lg lens has a crackthis report is being submitted for dirt inside the lg lens , foreign material found inside the lens. Adhesive around the lg lens has a crack (defects of distal end including lens and handling issue, reprocessing issue ).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found low angulation and leakage was observed coming from the control body elevator channel plug. Service noted that due to deformation of elevator channel plug, water tightness is lost. The reported issue of " leakage from control body and low angulation in up/down (u/d) knob " were confirmed. Furthermore, device inspection found light guide (lg) lens has foreign object inside, the adhesive around the lg lens has a crack. Additionally, the following defects were identified during device inspection: adhesive on a-rubber found detached. Connecting tube has a buckling. Connecting tube has a scratch. Scope cover (s-cover) has a dent. Universal cord has a scratch. Angulation out of specification angulation play noted. C-cover has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water leakage from the biopsy channel to the insertion section or, moisture invaded light guide (lg)-lens fixed part in the distal end of the device from the insertion section. It is also likely the invaded moisture caused stain on the surface of lg-lens glue in stainless steel distal end of the device. Olympus will continue to monitor field performance for this device.